Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected d9 device returned to manufacturer. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the purge pressure high and temporary pump stop issues experienced in the field was not determined due to inconclusive log review and insufficient clinical details. The interaction of the pump with the CT machine and aic shutdown could not be investigated due to insufficient testing procedures. The returned pump showed optical and electrical issues within the red handle that could have come from the explant of the pump as after the self resolution of the above issues in the filed, no further issues arose for the remaining 40 hours of the case. However, without additional clinical details regarding the explant of the pump and with the damage to the returned pump, further reproduction testing could not occur, and a true root cause could not be concluded.

Manufacturer narrative:
It was identified that the initial reporter facility/account was inaccurately recorded in the initial report. E1 initial reporter account name and address have been corrected accordingly.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental will be sent.

Manufacturer narrative:
D4: corrected serial number

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Observation from impella connect - alarm "impella stopped" - at the connect visible stop of the pump from p-5 to p-0 and automatic restart immediately. Shortly after that purge pressure high alarm, with self resolution by the device. On the recording also visible aic screen blurring and vertical moving of the screen for a few seconds. Based on the information received from the site and the distributor - they haven't realized about this issue and it hasn't had any clinical impact on the patient. The event might be related to the CT examination, since patient most probably that time was in the CT department.

Manufacturer narrative:
This is one of two reports. This report is for the pump and other report is for the aic. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.